Event description:
It was reported to philips that the system's host computer was not starting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the system was not started normally. The analysis of the system log file found that the host pc bootup error. To resolve the reported issue, the fse reinstalled the host pc and reloading the software and application. Following that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.